Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise resulting in inappropriate shock was noted when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. A follow up took place and noise was reproduced by arm movement, posture, and pocket manipulation. A hematoma was noted as well as a possible loose connection. A pocket revision was planned. No adverse patient effects were reported.

Event description:
Additional information noted that a procedure took place and a follow up occurred one week after the procedure with no issues noted. No further problems were noted. The system remained implanted.